Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a follow-up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that we received 5 integrated tube/cord sets unitized p/n 80-1189: lot # h60491 and 2 integrated tube/cord sets unitized p/n 80-1189: lot # unk. Of lot#: h60491: 4 were in the unopened sealed packages; 1 was in an unsealed original package. Evaluation of the 1 tubing set did not confirm the complaint; this tubing set appears to be anomaly free. There was no evidence of leakage when flushing with fluid in the laboratory. Furthermore; the tubing could be flushed with no resistance. The reported "leakage was noted" was not verified in the laboratory. This tubing is leak tight, patent and anomaly free as received. The difficulties experienced in the clinical setting could not be duplicated in the laboratory. A review of the DHR did not show any anomalies during the manufacturing process. Evaluation of the 2 tubing sets with lot # unk: showed 1 to have the spike end broken off but no holes were found. The cause cannot be determined for the broken spike end. On the other set, the spike end was missing and there is a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. When loading the tubing set into the irrigation unit, the tubing should be slightly stretched so that the tube/connector transition area does not come in contact with the slot edges. Allow then the tubing to relax into position inside the slot hole, which accepts the connector. This will minimize any abrasion of the silicone tubing during loading. The lot number for these 2 tubing sets was not reported; therefore, it is not possible to review the device history records. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage (the location of hole is unknown) was noted when the surgery started about an hour on (B)(6) 2017. The device was used with ji2000. User training completion is unknown. It was also reported that there were two other leakage complaints with the same lot number in the same surgery. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.